Manufacturer narrative:
It was reported that the distal end (smaller brush) of the double-ended endoscopic cleaning brush was found lodged inside the channel of an endoscope during a colonoscopy. Per report, a forcep was used to secure the lodged brush inside the endoscope. The cleaning brush never fell out of the endoscope or touched the mucosal wall of the patient. The physician successfully pulled the endoscope (with the lodged cleaning brush) out of the patient without incident. The patient did not require additional sedation as a result of this incident. There was no serious injury or follow-up care reported related to the event. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample was not returned for evaluation. It was confirmed that the cleaning brush involved in this event belongs to a recalled lot. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the distal end (smaller brush) of the double-ended endoscopic cleaning brush was found inside the channel of an endoscope during a colonoscopy.